Event description:
Related manufacturer reference number: 2017865-2022-12961. It was reported a patient's left ventricular (lv) lead presented with failure to capture. The lead was explanted and replaced in a procedure on (B)(6) 2022. During procedure, the implantable cardioverter defibrillator (ICD)'s set screw was unable to be engaged and deployed with the new lv lead. The ICD was replaced in the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
The reported field event of lead connection issue was confirmed. The device was above elective replacement indicator (eri) when received. Analysis revealed the left ventricular (is4) set screw was backed out from its thread as a result of unscrewing the set screw too far; it also contained septum material inside the hex cavity. When the screw was re-engaged with the connector block, the screw operated normally in affixing the test lead to the header. The connection anomaly was consistent with having occurred during the procedure.